Manufacturer narrative:
Evaluation: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. Upon evaluation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a contaminated charger pca. The root cause for the contamination was unable to be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that charger sn (B)(4) was unable to charge a battery pack.